Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported severe leakage (lower part of a cassette) was confirmed during test of cataract surgery (with intraocular lens implant). The surgery was completed after replacing the product with another one. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The anterior pak was visually inspected. The infusion chamber on the pinch plate cracked. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile. Insufficient welding between the infusion chamber and the pinch plate caused the initial calibration failure and generated a system message code. The cavity of the infusion chamber was 2b, and the pinch plate was aiv-s1f. Priming testing was not performed due to risk of damage to the console due to the leak. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to an error during the weld assembly process of the infusion chamber to the pinch plate. No further investigative or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).